Event description:
Pt reported experiencing concerns with the infusion device. Pt stated the display is obscured on the top. Pt reported he attempted to change the battery and when the infusion device came on, he noticed an a3 (set time/date) error message. Pt stated he isn't able to set up the date and hour because he can't see anything on the display. Pt reported he can read only a part of the data. No further info is available. No physiological effects were reported . The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.